Manufacturer narrative:
Product analysis summary: data files were returned and analyzed. Data files confirmed that 11 injections were performed with a balloon catheter on the date of the event. A system notice indicating that the pressure was low in the system (#50003) was triggered during an application. Analysis on the return device is pending. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the mapping catheter showed that the introducer was stuck at the loop and the pebax tube was damaged and ribbed. The mapping catheter could not be inserted inside the test catheter due to the damage. In conclusion, the reported the reported shaft kink was not confirmed through testing. The catheter failed the returned product inspection due to a damaged pebax tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was unable to pass through the balloon catheter. The mapping catheter shaft became kinked. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.